Manufacturer narrative:
Follow-up #1: date of submission 8/24/15. Device evaluation: the device has been returned and evaluated by product analysis on 08/04/2015 with the following findings:.pump was returned with moisture in the battery compartment. Performed leak test- failed due to a crack alongside the battery compartment. Opened pump- no further moisture observed. Returned battery cap used for testing.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.